Event description:
Reporter alleged obtaining a discrepant blood glucose value of 900-999 mg/dl back to back with a result of 121 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time, on another day a result of 21 mg/dl was performed back to back with a result of 98 mg/dl within 10 minutes on the same system. It was reported that strips have been kept outside of the vial, but the customer was unsure if the strips used for the comparison had been mishandled in that way. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.